Event description:
A nursing supervisor reported the equipment locked, turned off, and had problems with irrigation during the procedure. There was no harm to the pt.

Manufacturer narrative:
The company representative examined the system and could not duplicate the customer reported problem. Preventive maintenance was performed. The system was then tested and met product specifications. No samples were returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event. The root cause is unk at this time. (B)(4).